Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported the sys had a communication problem, and would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.